Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7023001.

Event description:
It was reported that the patients ipg was causing pain and discomfort in the right buttock. It was also reported that the patient was experiencing inadequate stimulation despite multiple reprogramming sessions. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were discarded.